Event description:
In january/february 2006, rptr was fitted for soft contact lenses and received as part of the care package a bottle of renu with moistureloc multi-purpose solution. Rptr stated that the tamper-evident seal was intact when he opened the bottle. Rptr still has the bottle in his possession. He stated that his eyes became red and irritated within 1-2 weeks after being fitted and noticed a decrease in vision in his right eye. He returned to his optometrist who diagnosed an infection in both eyes and prescribed an antibiotic, a steriod, and a soothing emoillent. Rptr was able to resume wearing contact lenses after about 1 month of treatment but had to have his prescription increased due to vision loss. He also stated that, since the infection, his right eye has an irritant on the inside of the eye lid which irritates his eye if he is not wearing his contact lenses (he stated that his contact lens acts as a barrier).